Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. It was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test due to the keypad anomaly. Numbers dis not ramp up on its own or scroll bar moving with no input. The device had a scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. She stated that the numbers on screen were ramping on their own during a bolus attempt and the buttons would not respond. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The customer also reported that she had been experiencing low blood glucose levels; readings are unknown. She declined troubleshooting for low blood glucose. The device was returned for analysis.